Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that an asystole alarm did not occur for a patient. According to the case notes, there was no patient incident. An email has been sent to the field service engineer and key market for confirmation that no emergent care was required.

Manufacturer narrative:
.